Manufacturer narrative:
The device involved in the event was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made and no additional information was provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: treated sfa with jetstream. Pre dilated with 5mm balloon then inserted the 5x200 innova over the 014 thruway wire. Stent half way deployed then got stuck on the wire. Thumbwheel locked up as well as the pull handle. Physician without consulting me pulled the delivery system back and got the stent to deploy but also elongated it as well. What troubleshooting steps, if any, resolved the issue?: not much troubleshooting occurred. Physician almost immediately pulled the whole system back what is the next course of action? Removed delivery system and 014 thruway that was stuck inside patient present at time of event? Yes. Patient complications: no patient complications was issue present upon opening package? No. Photo or video of issue: no. Question: what vessel prep was performed prior to deployment (e.g. Pre dilatation, atherectomy, nothing etc.)? Answer: jetstream 2.1/3.0 and 5mm balloon. Question: were any kinks observed on the catheter during or after the procedure? If so, where on the device were the kinks located? Answer: no. Question: what was the type/brand and diameter of the guidewire? Answer: 014 thruway. Question: was the thumbwheel used until the white arrow was visible? Answer: thumbwheel was used but white arrow was not visible when seized up question: how much force was required to turn the thumbwheel (i.e. Normal, elevated, high)? Answer: high force once seized and still did not free up question: was the white arrow observed before using the pull grip? Answer: no. Question: how much of stent was deployed when event occurred? Answer: about half. Question: did the stent fracture? Answer: no fracture. Was elongated/stretched. Question: did the patient undergo surgery to remove the stent? If yes, what was the outcome of the surgery and what was the patient's condition post surgery? Answer: no surgery needed. Question: was this an ipsilateral, contralateral or antegrade approach? Answer: contralateral. Question: was the pull grip used to complete (or attempt to complete) the deployment? Answer: yes, but was also seized up. Question: if a reconstrainable stent, was the stent fully reconstrained prior to removal from the patient? If not, explain why. Answer: n/a. Question: was the stent stretched or elongated as a result of this event? If yes, how many cm was it elongated? Answer: yes, approximately 4cm. Question: approximately how much of the stent was deployed when this event occurred? Answer: about half. Question: was it necessary to use any additional manipulation to the deployment system in order to deploy the stent? Answer: yes, physician pulled back delivery system. Question: was the stent eventually able to be implanted? Answer: yes. Question: was the stent stretched or elongated as a result of this event? If yes, how many cm was it elongated? Answer: yes, approximately 4cm. Question: please describe how the device was removed and specify any additional intervention performed. Answer: physician pulled entire delivery system back to deploy remainder of the stent and also elongated it. Once deployed entire delivery system was removed with stuck 014 thruway.